Event description:
Event description boston scientific crm received information that during a pacemaker replacement procedure, when this implantable lead was removed from the device, the lead was easily removed, however, the distal pin remained at the header. The lead coil was exposed. The distal pin was eventually removed using additional force. A new lead was then successfully implanted.